Manufacturer narrative:
The device was returned with the adhesive pad fully attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive welds that would result in difficulty removing the adhesive pad. The exact cause of the reported difficulty in removing the adhesive pad could not be determined. Inspection of the formed needle found the tip of the formed needle to be squared off and dull. No other damages or deficiencies were observed that would contribute to pain during insertion. The inadequate needle tip was confirmed to be the cause of the reported pain during insertion. During the investigation, fluid was found to leak from a tear in the exposed portion of the soft cannula. It could not be determined when or how the damage to the soft cannula occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone; lockdown. Cloud - omnipod 5 software app version; 3.1.1. Cloud - smartphone operating system; n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware; n5004l. Cloud - cgm sensor type; g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level rose over 250 mg/dl, while wearing the pod between 1 and 4 hours. They reported experiencing pain when the pod was inserted in their arm. Additionally, they reported the pod adhesion was difficult to remove from the infusion site. Treatment information was not provided.